Event description:
The patient was referred for generator replacement. The patient then underwent full revision surgery due to high impedance. The explanted devices were discarded. No additional relevant information has been received to date.